Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported that one of the wires of the fenestrated bipolar forceps instrument was coming off the track. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported wire off track. However for clarification, the product problem was a broken pitch cable. Based on this, the complaint was confirmed. The pitch cable was broken at the distal clevis hub. Cable segment that contains the crimp was still installed. Clevis does not exhibit any damage or wear marks. Electrical continuity passed. Additional observation not reported by customer was a bent grip. One grip is bent, causing side to side misalignment of grips. There is a 0.055 offset at the tips. Grips do not meet together once the grips are closed. Evidence not conclusive, but damage likely due overloading at the tip or excessive force applied normal to the grip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.